Manufacturer narrative:
Xrays analysis performed on (B)(6) 2021 clinical evaluation performed by medical affairs director few weeks after primary tha dislocation occurs and the surgeon decided to reposition the cup, which was probably had excessive anteversion for this specific patient. This adverse event was not caused by a device deficiency.

Manufacturer narrative:
Batch review performed on 3 september 2021. Lot 2001436: 100 items manufactured and released on 17-june-2020. Expiration date: 2025-06-01. No anomalies found related to the problem. To date, 87 items of the same lot have been sold without any similar reported event.

Event description:
Luxation due to too much anteversion of the cup. Head and liner successfully revised 2 months after the primary surgery.